Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarm. The pump had cracked reservoir tube lip and cracked reservoir tube window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had exposure to high magnetic field. The blood glucose at the time of the incident was unknown. The pump went through an MRI. Troubleshooting was not performed. The device was returned for analysis.